Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no valid batch number was available for evaluation. Without a valid batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 01-sep-2022, a spontaneous report from the united states was received via telephone regarding a female (age not provided) who used a thermacare neck/shoulder/wrist 8hr heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer topically applied a thermacare neck/shoulder/wrist 8hr heat wrap for an unknown indication. On an unspecified date after applying the heat wrap for a half-hour, the consumer experienced a burn. It caused a blister. No additional information was provided.